Event description:
Customer reported the provue randomly misreading the sample barcodes when scanning samples.

Manufacturer narrative:
On (B)(4) 2015 an ocd field engineer (fe) arrived at the customer site. Fe performed sample camera alignment and optics adjustments. Lubricated samples carousel ring. Cleaned sample camera lens. Customer continued running samples. Cts contacted the customer to followup, customer indicated that issue still exists. Customer had additional incidents with barcode misreads and requested service back. On (B)(4) 2015 an ocd field engineer (fe) returned to the customer site. Out of 13 barcodes, 5 were misread. Fe replaced sample camera and performed adjustments to resolve problem. Performed fine tune adjustments on sample camera within provue software.